Event description:
Reference complaint (B)(4), case from clinical study (B)(6). The physician reported that during vitrectomy, heavy water photopolymerization, gas liquid exchange, gas injection, perfluoro propane injection, phacoemulsification, intraocular lens implant, posterior capsulotomy for left eye, the patient experienced mild high intraocular pressure (iop) due to gas expansion and underwent an additional medical treatment. The event high iop was resolved.

Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample for lot 406501 from the same master confirmed the product as c3f8 and meets all release criteria.